Event description:
It was reported that malfunction code malf 13 was displayed, and the fault ID was available, but the code was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use a backup insulin pump to maintain insulin delivery. Tandem technical support confirmed the shipping address, advised the customer on necessary steps upon receiving the replacement pump, instructed the customer to place the malfunctioning pump into storage mode for return, and sent a replacement pump.